Event description:
A surgeon was using the disposable auto suture indoclip;when he closed the handle to release the clip it would not release and he had difficulty pulling away from the tissue. There was no untoward, lasting effect to the patient. Product removed pending independent evaluationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.